Event description:
The initial reporter received questionable high elecsys troponin t hs stat results for one patient tested on a cobas e411 disk. The patient's elecsys troponin results were reported outside the laboratory. The patient's physician questioned the reported results as the results did not match the patient's clinical status. A sample from the patient was tested with an abbott troponin assay. A new sample was collected each day of elecsys troponin testing. On (B)(6) 2022, the patient's elecsys troponin result was 502.50 pg/ml. On (B)(6) 2022, the patient's elecsys troponin result was 411.70 pg/ml. On (B)(6) 2022, the patient's elecsys troponin result was 465.60 pg/ml. On (B)(6) 2022, the patient's elecsys troponin result was 391.40 pg/ml. On an unknown date, the patient's abbott troponin I result was 5.1 ng/l. The e411 disk had a serial number of (B)(4).

Manufacturer narrative:
The patient's sample was provided for investigation. The investigation tested the patient's sample on a cobas e 411 immunoassay analyzer. The patient's elecsys troponin t hs stat result was 318.8 pg/ml. The patient's elecsys troponin I stat immunoassay result was <0.1 ng/ml. The patient's elecsys probnp ii immunoassay result was 4065 pg/ml. No product problem was found. The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results were within the acceptable ranges. Upon further investigation of the patient sample by size exclusion chromatography (sec), an interferent against a component of the reagent was not detected. The investigation confirmed the patient's troponin t result was considered a true positive value. The investigation's elecsys troponin I stat immunoassay result confirmed abbott's negative troponin I result. Per product labeling, "troponin results should always be used in conjunction with clinical signs and symptoms." The investigation did not identify a product problem.